Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user tried to replace the circulation pump in the arctic sun device and could not figure out how to do it. The biomed stated it would like to send the device in for the replacement. Ms and s told to biomed that the device was under extended warranty and would provide a loaner while this device was serviced.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user tried to replace the circulation pump in the arctic sun device and could not figure out how to do it. The biomed stated it would like to send the device in for the replacement. Ms and s told to biomed that the device was under extended warranty and would provide a loaner while this device was serviced.